Manufacturer narrative:
(B)(4). Field advisory numbers: 1627487-07262012-002-r, 1627487-12192011-003-r. This ipg serial number was included in multiple field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient is no longer receiving stimulation and is unable to communicate with external devices. An sjm representative met with the patient and confirmed the issue. The patient did not use stimulation or charge her ipg on a regular basis. Surgical intervention may be pending to address the issue.